Manufacturer narrative:
(B)(4). Age at time of event: 18 years and above. Device evaluated by manufacturer: the device was returned for analysis. There is a kink in the device approximately 14mm from the distal tip in the neutral position. The kink is between r1 and r2. There is a significant amount of body fluid under the ring 1 seals and some body fluid under the ring 2 seals. The steering knob and the tension control knob functioned properly on both lock and unlock positions. The catheter was placed on the curve template and the device failed both the right and left curves tests; the tip did not reach the shaded area on the template. The distal end was dissected. The kevlar wrap is not over the solder connection between the steering wire and center support. One of the steering wires is detached from the center support; there is evidence of solder between the detached steering wire and center support. The kevlar wrap was removed. The center support is bent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 01-feb-2017. It was reported that catheter had broken steering mechanism. The target lesion was located in the right atrium isthmus. A blazer prime¿ xp was selected for use. During right atrial flutter, the physician bent the catheter in the isthmus, it was noted that the catheter stayed bent under fluoroscopy. It was difficult to go back to neutral position, the tip catheter curve was not responding with handle manipulation. The device was removed from the patient's body in one piece, no outer damage and no missing part noted on the catheter. It's the internal components that seemed to be broken. The procedure was completed using another of the same device. No patient complications reported. However, device analysis revealed that there is a significant amount of body fluid under the ring 1 seals and some body fluid under the ring 2 seals.